Event description:
It was reported to philips that the flexvision pc did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A biomed engineer inspected the system onsite and found that there was issue with the flexvision pc and replaced it. After replacing the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.